Event description:
It was reported by service report that there was no brake function. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: pin washers and rue cotter.